Event description:
It was reported that the physician wanted a review of reports as the patient with this right atrial (ra) lead experienced syncopal episodes. The boston scientific representative reviewed the reports and noted that the syncopal episodes did not appear to be device related. However, the representative stated that the lead exhibited undersensing while the patient was in atrial fibrillation (af). It was also noted that the lead impedance was chronically low. Reports show that the impedance values are out of range. The patient left against medical advice. This lead remains in use. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).